Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported receiving lost sensor alerts on several of their sensors. Troubleshooting for the customer's no delivery alarm was not completed because the alam was a past event. Customer was advised to perform a manual prime if the alarm occurs. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.